Event description:
It was reported via a clinical report form from the post-approval stealth registry that during an orbital atherectomy (oa) treatment procedure, a macro-embolism and slow flow event occurred post-atherectomy. The two target lesions were located in the pop and pt arteries. The tasc classifications are unknown. The pop lesion was 40mm in length, 90% stenotic, and moderately calcified. The physician treated with a stealth solid crown 2.0mm with 4 runs: 1 run at low speed for 26sec, 1 run at medium speed for 27sec, and 2 runs at high speed for 28sec and 30sec for a total run time of 1min,51sec. Post intervention stenosis = 60%. He then treated via angioplasty with a 5x20 balloon at 4atms for 50sec with post-angio residual stenosis of 0%. The pt lesion was 20mm in length, 90% stenotic, and of soft plaque morphology. The physician treated with a stealth solid crown 2.0mm for 3 runs: 1 run at low speed for 25sec, and 2 runs at medium speed for 25sec and 27sec for a total run time of 1min,17sec. Post intervention stenosis = 100%. He then treated via angioplasty with 3x60, 3x120, and 4x100 balloons at 6atms each for a total of 12mins with post-angio residual stenosis of 0%. No other lesions were treated during this procedure. Slow flow was noted in the pt artery and was resolved in the lab via pta. Macro-embolism was noted in the at artery which was resolved in the lab via an aspiration catheter. The patient status remained stable during this procedure.

Manufacturer narrative:
Device analysis: the device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record could not be reviewed as the lot number is unknown. The root cause for the reported event is unknown. (B)(4). Eval summary: the device was discarded by the facility.